Event description:
This lead was capped and not replaced during a device change out for expected eri. The patient's record only states "lead non-functioning". No reason given, no other information provided. The patient did receive a single chamber pacemaker and the chronic rv lead remains implanted.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.